Event description:
It was reported that an ilet insulin pump's display screen was cracked after the user slept with the device in a pocket and likely rolled onto it, resulting in an inaccessible touchscreen while the device otherwise operated and blood glucose values remained unaffected; the user switched to backup therapy and continued cgm use. Symptoms included no reported injury or glycemic symptoms. Outcomes included interruption of normal device use requiring a replacement device and return of the damaged unit. Investigation included collection of event details and logistics regarding replacement and return. Investigation of this device revealed physical damage to the device display consistent with external user-applied mechanical stress, with no indication of device malfunction of internal systems. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.